Manufacturer narrative:
The customer returned the meter and strips. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 205400-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). The returned customer material and retention material complies with specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results on his coaguchek xs meter with serial number (B)(4) when he compared it to his doctor's coaguchek xs plus meter. The customer tested on his coaguchek xs meter at 11:21 a.m. And obtained a result of 1.7 inr. The customer used a different finger and tested on the doctor's coaguchek xs plus meter at the same time and the result was 2.4 inr. The customer did not provide his therapeutic range. No adverse event occurred. The suspect product was requested for investigation. Relevant retention test strips (lot 205400-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). The obtained results showed a maximum difference of 0.0 inr between retention samples and master lot. No error messages occurred. Retention material complies with specification.